Manufacturer narrative:
Device is a combination product. Age of time of event: 18yrs or older.

Event description:
It was reported that the balloon of the stent was perforated. The target lesion was located in the carotid artery. A 2.50x24mm promus element plus drug-eluting stent was advanced; however, resistance was felt and a backflow of blood was noted at the entrance of the stent shaft which indicates that the balloon of the stent was perforated. The device was removed and procedure was completed with another stent. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.50x24mm stent delivery system catheter was returned for analysis without a stent. A red/brown substance consistent in appearance with blood was noted in the balloon cones, in the inflation lumen of the distal and mid shaft and in the manifold hub. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion identified a tear in the shaft polymer extrusion, from the wire exchange port extending 4mm in distal direction. A visual and microscopic examination of the tip found no tip damage. The device was soaked overnight to soften the hardened blood like substance in the inflation lumen. A 0.014" guidewire was loaded into the device without issue. An attempt was made to inflate the device to 16atm. The device failed to inflate due to the shaft leak at the site of the shaft polymer extrusion tear. Note encore inflation device was verified before and after use using druck pressure gauge. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon of the stent was perforated. The target lesion was located in the carotid artery. A 2.50x24mm promus element plus drug-eluting stent was advanced; however, resistance was felt and a backflow of blood was noted at the entrance of the stent shaft which indicates that the balloon of the stent was perforated. The device was removed and procedure was completed with another stent. No patient complications reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed located in the mildly tortuous and moderately calcified carotid artery.

Event description:
It was reported that the balloon of the stent was perforated. The target lesion was located in the carotid artery. A 2.50x24mm promus element plus drug-eluting stent was advanced; however, resistance was felt and a backflow of blood was noted at the entrance of the stent shaft which indicates that the balloon of the stent was perforated. The device was removed and procedure was completed with another stent. No patient complications reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed located in the mildly tortuous and moderately calcified carotid artery.

Manufacturer narrative:
Device is a combination product.